Manufacturer narrative:
(B)(4): the customer reported that the 'system' gives the appearance that it is working, however, the waves and parameter values are not updating. No pt harm was reported. The initial investigation revealed that the interruptions are only for one to two seconds when lead selection changed, and do not represent any health risk. Real-time monitoring is not impacted and alarming is not prevented. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the 'system' gives the appearance that it is working, however, the waves and parameter values are not updating. No pt harm was reported.